Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered inappropriate shocks and anti tachycardia pacing for an atrial tachycardia with rapid ventricular response. There is evidence suggesting that the therapy was delivered in more than one episode. The device remains in service at this point. Attempts to follow up on more information from the sales representative were fruitless. No adverse patient effects were reported.